Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 3 months after the dental implant was installed in intraoral region #11, its non-osseointegration was observed. The implant was installed without immediately load. The patient presented insufficient bone quality/quantity bone type IV and bone graft was performed.